Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.

Event description:
It was reported that at implant the pulse generator went to a rate of 100 pulses per minute with rate response programmed to passive atrial fibrillation suppression off and no other apparent algorithms. A different pulse generator was implanted.